Event description:
It was reported that pump experienced malfunction alarm with code 16, and customer¿s blood glucose reading showed as ¿high¿ with specific value unknown. There was no reported need for third-party medical assistance, and no additional information was received regarding any further outcome of the event. Customer gave correction insulin injection using multiple daily injections and planned to use this method as backup therapy, while technical support arranged replacement pump within warranty.